Manufacturer narrative:
Additional information has been provided in a.2., b.5., b.7., d.11. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the facility. The patient also experienced vitreous prolapse, an anterior vitrectomy was performed. A suture was placed to close the incision. The patient is managed by a retinal specialist. The syringe/cannula was checked and the cannula was on properly, fluid egress was possible without failure outside the eye. During the procedure, the fluid egress caused the cannula to pop off of the syringe, propelling the tip of cannula through the iris, and causing vitreous prolapse anteriorly, around the implant, and vitreous hemorrhage and retinal tear or tears.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported near the end of a standard cataract procedure while hydrating the incisions, the cannula popped off the end of the syringe and pierced the iris, causing a retinal tear and vitreous hemorrhage. A retinal follow up was scheduled for the same day. The patient underwent a subsequent procedure to repair the retina and hemorrhage. Additional information received indicated the cannula was used in the beginning of the procedure as expected with no issues, it was at the end during hydration of the incision that it popped off. The customer could not confirm the lot number as the package given to her was not the exact product used in the event. Current patient condition is not known at this time.